Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) h3. Analysis was performed on [product ID: wr9200, serial/lot #: (B)(6)] analysis found that the recharger was unresponsive. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 g2. Foreign: br medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the deep brain stimulation (dbs) implanted in (B)(6) 2021. On (B)(6) 2022, the recharger was not charging at the base, just emitted a sound signal and present a green light. The manufacturer representative (rep) and patient's wife were advised to restart the charger, press the button for 40 seconds at the top of the base, until the sound signal changes and the charger starts to charge; however, the patient's wife was unable to restart or turn on. The rep was informed that the wireless recharger (wr) cannot be left out of the base after use because it returns to factory configuration and that it cannot fully discharge either. The patient's wife reported the difficulty and that they were away from the base because they did not receive this orientation. Due to the difficulty resetting the device, the rep scheduled for a consultation on (B)(6) 2022, pressed the button for 40 seconds but without success even after a couple attempts. When they pressed the button for 2 minutes, the charger stopped and flashed the red light, leaving the battery symbol in a green crescent signal. They placed the wr on the case and waiting for 1.5 hours. They tried to turn the wr on but the device would not change the light signal and would not turn on. They tried again after another hour with the same results (device showed the same light increasing signal on the battery icon). The rep recharged the patient's ins with the test recharge system because it was completely discharged. After 5 hours of unsuccessful charging, they collected the wr and left a borrowed recharging system with the patient. On monday, (B)(6) 2022, they tried to reset the wr again but it showed no difference in the light signal on the battery icon. They waited for the device to download and tried again, but it did not fail to show the increasing light signal since then. The issue was not resolved.